Event description:
Edwards received information that a second device, transcatheter bioprosthetic valve, was implanted in the aortic position using a valve-in-valve intervention due to aortic regurgitation. The original 23mm bioprosthetic aortic valve was implanted for twelve (12) years and eleven (11) months. Both devices remain implanted. Patient was reported in stable condition. No additional details were provided.

Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: device was not returned as it remains implanted. Without return of the device, the root cause for the reported investigation could not be confirmed. Attempts to retrieve further information are in progress. Should additional information be received a supplemental MDR will be filed. The device history record was reviewed and showed that this device met all manufacturing specifications for product release for distribution. No issues were identified that would have impacted this event. Regurgitation heart valves, regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. The root cause for the reported event could not be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.